Event description:
Reporter alleged the customer obtained the results of 36 mg/dl and 298 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer was weak with the 36 mg/dl result and she treated him with orange juice, peanut butter crackers, and honey before obtaining the 298 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.